Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to have normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found a crack on the probe. The probe was noted to be cracked and breaking off, but still partially attached to the device. The device was attached to the usg-400/esg-400 and the device failed the probe check. As designed an u509 error code appeared on the generator due to the broken probe. Both switches were checked and found both switches are functional. The consistency of movement of the handle and jaw is normal. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during an unspecified procedure, a probe damage error message was observed. It is unknown if the intended procedure was completed. There was no patient injury reported.